Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed. Technical services was consulted and noted that the device was recently implanted. Ts indicated the issue could be related to a fracture ra lead or connection challenges, which would need to be addressed during an in office evaluation. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed. Technical services was consulted and noted that the device was recently implanted. Ts indicated the issue could be related to a fracture ra lead or connection challenges, which would need to be addressed during an in office evaluation. This system remains in service. No adverse patient effects were reported. Additional information was received. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis. Additional information was provided by the field representative. The patient was identified as a twiddler, which resulted in ra lead dislodgement. The right ventricular (rv) lead exhibited low impedance and a high capture threshold. Out of caution, the clinical team elected to replace the rv lead as well. No additional adverse patient effects were reported.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right atrial (ra) lead, recorded a signal artifact monitoring (sam) episode due to oversensing related to the respiratory rate trend (rrt) feature signal on the right atrial channel. In addition, high out of range pacing impedances were observed. Technical services was consulted and noted that the device was recently implanted. Ts indicated the issue could be related to a fracture ra lead or connection challenges, which would need to be addressed during an in office evaluation. This system remains in service. No adverse patient effects were reported. Additional information was received. This ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.